Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles originating from the cartridge and going into the cartridge patient line. Customer's blood glucose level was 200-300 mg/dl. The customer indicated that they would prime the tubing to expel the air and administer a bolus with the pump.